Event description:
The device was used during a thoracoscopy procedure. Reportedly, the staples did not form properly and the device prefired them. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.